Event description:
The manufacturer service technician reported that the device was missing the tps main body. The event was observed during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.